Manufacturer narrative:
Analysis results were not available at time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the lead migrated. The anchor was found in two parts. The silicone sheath was around one end of the lead and the titanium insert was around the other end of the lead. The anchor was explanted and replaced. Following revision surgery, the patient had better stimulation and secured leads.